Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) showed a red alert led, made a clicking noise, all the lights illuminated, and the message "system error, out of service, revert to manual CPR" appeared were confirmed based on the functional testing. The root cause of the reported complaint was a defective processor board. During functional testing, the autopulse platform failed to boot, preventing archive data recovery. The investigation identified a defective processor board as the root cause of the complaint and the issues observed during testing. Replacing the processor board is necessary to resolve the complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During shift check, after inserting the autopulse li-ion battery and powering on the autopulse platform (sn (B)(6), a red alert led was displayed. The device made a clicking noise, all the lights illuminated, and the message "system error, out of service, revert to manual CPR" appeared. No patient involvement.